Event description:
The pt developed a necrosis in the glabella four days after treatment with cosmoplast. Symptoms included redness, heat, and tenderness, that progressed into a hole-like wound. The dr prescribed oral keflex.

Event description:
Follow up findings: the physician noted in a report summary the additional events of cellulitis and infection.